Event description:
It was reported that the patient¿s pump ran out of medication and a critical pump alarm occurred. The event occurred ¿years ago¿, possibly 2009/2010 or earlier. The patient could not recall the date the event occurred. No patient symptoms were reported. It was unknown what medication the pump delivered at the time of the event; however, historically the pump had delivered baclofen, morphine, dilaudid, and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, lot# j11316r18, implanted: (B)(6) 2002, product type: catheter. (B)(4).